Event description:
#Medwatcher #(B)(4). After essure was implanted in 2010.... I noticed I was cramping a lot, in addition to lower back cramps, low energy and mood swings. I went to my doctor several times and he said I was just experiencing really bad pms. In 2013, my doctor ordered an ultra sound just to make sure my coils were in place and he determined my coils were fine. Now in (B)(6) of 2014...I started to experience a sharp pain in my lower right side. I went to my regular doctor to make sure I wasn't having issues with my kidneys, appendix or anything else. When she pressed down on my lower front right side, we realized the pain was near my ovaries. At this point she ordered me an ultra sound, vaginal and regular. The only she saw was a bleeding cyst on my left ovary...but my pain is on the right side. So she instructed me to see my obgyn. He said my coils appear to be where they should be. And instructed me to return to see him on two months to see if I continue to feel the pain. Needless to say, the pain is constant and hasn't gone away. I am concerned and am only waiting for my insurance at work to kick in, in order to have the coils removed.

Event description:
(B)(4). I had a hysterectomy on (B)(6) 2015. All symptoms appear to have disappeared and I am feeling great! Another symptom I had was a coughing sensation im my chest that never went away. I even had chest x-rays done because I was do concerned. I never imagined it could be essure! The morning of the hysterectomy, I noticed the coughing sensation....after the surgery, I was asked to use a breathing contraption, which I thought would set off a cough attack...to my surprise that coughing sensation had disappeared! I am now getting my life back after essure removal!